Manufacturer narrative:
The product was not requested t return for manufacturers laboratory investigation as the failure is known and is throughly investigated under CAPA (B)(4). The investigation under CAPA (B)(4) identified that the failure is caused by tolerance interferences in current design. Maquet cardiopulmonary will implement corresponding action steps regarding the design and tolerance criteria of the dialysis port. Due to this, no further action will be completed at this time. This complaint will be closed. Additional information: the product mentioned under section d is a tubing set and the included affected component has the contributing design function of the quadrox-I which is registered under 510(k): k082117.

Event description:
Translation from the original incident report in (B)(6): during use a leakage from the dialysis lock and valve was noticed. Product was not replaced. Treatment was finished with the complained product. Blood loss was not significant. No consequence for the patient. (B)(4).